Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number (b(6) ; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, inside a previously implanted surgical aortic valve, unspecified damage was observed. The valve was continued to be used and was successfully implanted in the patient. It was reported that percutaneous coronary intervention (pci) may be performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Device code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, inside a previously implanted surgical aortic valve, unspecified damage was observed. The valve was continued to be used and was successfully implanted in the patient. It was reported that percutaneous coronary intervention (pci) may be performed. No additional adverse patient effects were reported. Additional information was received that there was no issue with the transcatheter valve. The patient did not have a history of a previous coronary artery occlusion. Additionally, the planned pci was not performed due to an unknown reason. It was reported that the valve was "safely placed" and did not dislodge.